Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2008. Later patient experienced erosion, extrusion, infection, pain, urinary problems, bowel problems, organ perforation, fistae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and poking sensation in lower abdomen.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.